Event description:
Customer reports an error 01 message (motor rotation issue). Reporting due to the referenced technical error; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and no error code 01 (x7) were found. The device was not returned to brèzins as received at lake zurich and its investigation was carried out locally by our technical team. An external check was performed on the device and nothing to notice. An internal check was performed on the device and the pump block was found broken. The top housing was found damaged. Following tests were carried out on the device : _ocs test performed and passed. _test 14 (air sensor) performed and passed _test 15 (clamp motor) performed and passed but has loud noise _test 19 (clamp) performed and passed. _ downstream pressure test performed and passed. _upstream pressure test performed and passed. _air detector pressure test performed and passed. Therefore, the reported event has been reproduced and is confirmed but linked to usability. The cause identified is device has been mishandled. To solve the issue, the pump block, ocs motor and top housing were replaced. The device preventive maintenance (which was overdue) was perfomed. The device was cleaned, post service tested per quality control check list and released for use. Note : in order to maintain the pump's performance, a preventive maintenance inspection must be carried out at least once every 3 years. This procedure, which includes changing the battery and the membrane, should be carried out by trained and qualified technical personnel. Only authorized personnel should attempt to repair the device. If these maintenance procedures are not observed, the pump's correct operation will be impaired. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.